Manufacturer narrative:
This event concerns a device that was mfg and used outside the u.s. Review of the electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 2009), ela is filing this MDR at this time.

Event description:
During the routine f/u of the device involved in this report (2007), a warning message about high ventricular lead coil impedance (continuity) was displayed.